Manufacturer narrative:
Citation:brinkmann c, et al. Bioprosthetic valve fracture: predictors of outcome and follow-up. Results from a multicenter study. Catheter cardiovasc interv. 2021 may 15. Doi: 10.1002/ccd.29755. Earliest date of publish used for date of event. Medtronic products referenced: evoultr (PMA# p130021, product code npt), evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of bioprosthetic valve fractures in patients undergoing a valve-in-valve transcatheter aortic valve (tav) implantation. The study population included 81 patients (predominantly female, mean age 76 years), 22 of whom had a previously implanted medtronic mosaic bioprosthetic surgical valve and 57 of whom were implanted with medtronic evolutr or evolutpro tav. No serial numbers were reported. Among all patients, one intra-operative death due to an iliac artery perforation occurred. The death was not attributed to a medtronic device. Among all patients with a previously implanted bioprosthetic surgical valve, adverse events included: stenosis, mild to severe regurgitation, patient-prosthesis mismatch (ppm), and increased gradient measurements. Based on the available information medtronic product may have been associated with the adverse events. Among all patients implanted with a valve-in-valve transcatheter aortic valve, adverse events included: permanent pacemaker implant, increased gradient measurements, ventricular septal perforation, severe aortic regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects were reported.